Event description:
It was reported that the syringe 1.0ml x 31g x 6mm b/p ap experienced no label or missing label information. The following information was provided by the initial reporter: lot no was missing.

Manufacturer narrative:
H.6. Investigation: customer returned three images of the box in question. The side of the box features four digits of the lot number before the digits shift location and are found printed nearby, overlapping the manufacturing date. The information is jumbled and difficult to read clearly. A review of the device history record was completed for batch# 0055627. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200888656] noted that did not pertain to the complaint. Root cause cannot be determined. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter addr (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1.0ml x 31g x 6mm b/p ap experienced no label or missing label information. The following information was provided by the initial reporter: lot no was missing.